Event description:
Additional information received indicated the system was deactivated and a new system was implanted on the patient's right side of the body. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were noted on the right ventricular lead, right atrial lead, and device. No intervention was performed at this time. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2020-22939.